Manufacturer narrative:
The device was received at elective replacement indicator (eri). The device image indicated that the autocapture feature was enabled and the device operated in high output mode at times. Functional testing was performed and no anomalies were observed. The device was implanted for 10.53 years which exceeded the device¿s 9.03 year projected longevity based on field settings and is considered normal battery depletion. The customer complaint of overestimation of longevity was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the device was found to have reached the elective replacement indicator (eri). The device was explanted and replaced due to suspected overestimation of battery longevity. The patient was in stable condition.